Event description:
While placing adjustable band, surgeon pulled the band through the notch, the band did not catch on notch as intended. Md tried to back it out and it didn't catch that way. Surgeon removed band and used another band to complete the procedure. Band given to clinical resource nurse to notify product rep. Band model rlzb32d1 lot zmfbbf. No harm to patient.